Event description:
The manufacturer received information regarding a dreamstation auto CPAP device. The patient has passed away due to sinus cancer. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
Previously this report was reported as non-uno due to allegation on repaired device. Now the device information has been updated and it was determined that the report should be reported as final uno report. All mandatory section has been updated/corrected.